Event description:
It was reported that there was an issue with the pump screen being frozen and unresponsive to inputs. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was provided with pump reset information by technical support, and upon resetting the pump, the screen responsiveness issue was resolved.